Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had frozen screen and autofill failure. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified that the touchscreen would not respond in both the operating mode and the service mode. The fse was unable to perform touchscreen calibration in the service mode. The fse installed a video generator board kit, but the issue was not resolved. A new top level display assembly (0997-00-1181) was installed. The system was still not booting up. The executive processor was displaying error code f7 - unable to load front end application. The fse installed a new front end pcb (0670-00-1164). The b.17 software was reinstalled. The system was then booting up. The 30psi and helium transducers were recalibrated. All autofill tests were passing in service mode. The unit passed all performance and safety tests according to factory specifications.

Event description:
N/a